Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received a red call doctor (rcd) alert, which indicates a potential issue with the patient's cardiac resynchronization therapy defibrillator (crt-d). Their last transmission was on (B)(6) 2020. Boston scientific technical services (ts) advised the patient to call the clinic. The device remains in service. No adverse patient effects were reported.